Event description:
It was reported that the patient felt an unexpected defibrillation shock and then visited the medical center. The right ventricular lead impedance was high along with elevated short interval counters and there was one ventricular fibrillation episode caused by noise oversensing. A new lead implant was scheduled. During the procedure a loose connection was confirmed. After the lead was reconnected to the device the impedance became normal. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.